Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the clinician attempted to view the egm data, an 'invalid data' message appears. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.